Event description:
It was reported that this right ventricular (rv) lead did not deliver pacing therapy when required. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.